Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the insertable cardiac monitor had a false pause episode. The device undersensed signals. Programming changes were made on (B)(6) 2018. The patient was fine.